Event description:
The physician was attempted to advance a resolute integrity rx (4.00 x 30mm) drug eluting stent a severely calcified lesion at lad. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: the proximal pillow balloon folds were partially open and disturbed. A number of struts on the 20th proximal stent segment were raised and pulled distally. A number of struts on the 19th, 25th and 26th proximal segments were partially overlapping and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent); patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).